Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model: 290025mm implanted in the aortic position was explanted after an implant duration of three (3) years and two (2) months for unknown reason. A 23mm surgical valve was implanted in replacement.

Manufacturer narrative:
H11. Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model#: 2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA#: p860057/s001. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: attempts have been made to obtain additional information and for product return. However, the customer was not willing to provide any further information on this event. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.